Manufacturer narrative:
The reported event of metallosis cannot be confirmed, however, a dislocation found on x-ray review can be. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: unknown head 00-8777-032-02, biolx opt hd/adpt 12/14 32x0, lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04394.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient was revised due to metallosis. Attempts have been made and no further information has been provided.